Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was at elective replace indicator (eri) voltage level upon receipt. Analysis of device image indicated autocapture was enabled and device operated at high pacing output settings at times during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not revealed any anomaly. A longevity assessment was performed and implant duration exceeds 75% total projected longevity indicating normal battery depletion.

Event description:
It was reported that a sharp drop in battery voltage was observed on the device. Premature battery depletion and overestimation were alleged as the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.